Event description:
Customer reported a motor error alarm during a prime. Customer's blood glucose was 242 mg/dl. The customer stated it was more difficult to put in the reservoir and the rewind process was not able to complete prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus delivery. The motor was tested outside of the device, and it passed. The motor may have had an intermittent failure that was not detected during testing. Also, the pump had minor scratches on the lcd window, cracked case near the display window corners, and cracked reservoir tube.